Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during treatment with one unit of prismaflex m100 set c. The cause was reported to be due to a broken luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.